Event description:
Clinical study. Same case as MFR report#: 2134265-2009-04496. It was reported that post a percutaneous carotid artery intervention stenting treatment procedure, the pt experienced hypotension. The index procedure treated the 80% stenosed, 6x20mm target lesion located in the right ostium internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x24mm wallstent. Following post dilation with an unspecified device, the residual stenosis was 20%. One day post procedure, the pt experienced hypotension. The pt was treated with medication and the event was resolved with residual effects. The pt scored an nih stroke value of 1 for facial palsy and dysarthria. Two days post the index procedure, the pt was discharged. Per the physician, the event was listed as "possibly related" to the study devices.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The mfg records were reviewed and no issues or discrepancies were found, and met all specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.